Event description:
The pt stated her blood glucose was 367 mg/dl and she smelled and felt insulin leaking at the luer connection of her infusion set. Her normal blood glucose is around 180 mg/dl. She stated she felt heavy and exhausted. The luer lock had disconnected from the insulin cartridge due to "not being tight enough." She injected 7 units of insulin to lower her blood glucose. The pt was advised to change her infusion set. Upon follow up, the pt stated her blood glucose has returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.